Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging shortness of breath, headaches. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath, headaches. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. The device was evaluated, observed the following from an external and internal inspection: during the investigation, pil observed an unknown contaminant on the external part of the top enclosure, on the iso port of the rear panel, on the bottom enclosure, and the bottom of the device. An unknown dust contaminant was observed inside the inlet of the blower box. An internal investigation was performed, and pil observed an unknown dust enclosure on the rear panel, bottom enclosure, on the blower, blower seal, and blower box. Evidence of liquid ingress was observed on the blower and blower box. A keratin-like substance was observed on the blower box outlet. ER-2243857(v01) addresses the issue of keratin. Evidence of sound abatement foam degradation/breakdown was not observed. Investigation of the humidifier was performed and pil observed a dark bacteria contaminant on the flip lid seal, as well as an unknown dust contaminant. An unknown contaminant was observed on the water tank lift tray and bottom enclosure. An unknown dust contaminant and hair-like particles were observed on the bottom enclosure. An unknown dust contaminant was observed on the dry box seal. An unknown contaminant similar to a white bacteria growth was observed on the dry box and the back panel. Dark spots, possibly a bacteria contaminant, were observed on the dry box, back panel, and the bottom cover plate. Evidence of liquid ingress was observed on the heat shield under the heater plate. The heater plate was observed to have what appeared to be burn marks around the edges of it, possibly due to liquid ingress to it. One of the bottom plate cover screws was observed to be corroded from liquid ingress to it. Fitt (foam integrity test tool) and the associate procedure ER 224560 v01, was not able to confirm the presence of degraded sound abatement foam. The device's downloaded event log was reviewed by the manufacturer and found errors. The manufacturer concludes that device, there was no evidence of sound abatement foam degradation/ breakdown observed in the bas unit. In this report, sections d9, g3, h3, and h6 have been updated or corrected.